Manufacturer narrative:
Additional information was provided in h.3., h.6., h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was not observed on the returned photo. The returned photo shows activated company specific device. The plunger and the lens are advanced at the mid nozzle area. The leading haptic appears to be extended straight. The plunger appears to be positioned at the trailing optic edge and the trailing haptic appears to be folded onto the optic in a correct position. The complainant indicates the use of another company viscoelastic which is not qualified for use with the associated product. No root cause identified as the reported complaint "trailing haptic folded wrongly " was not observed. Based on our observations of the returned photo, the position of the trailing haptic is correct. The leading haptic was observed to be extended straight. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: ¿use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. ¿use of the delivery system at operating room temperatures outside of the recommended range of 18 degree celsius (64 degree fahrenheit) to 23 degree celsius (73 degree fahrenheit). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to straight leading haptic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that trailing haptic was folded wrongly with no patient contact. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).